Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "I had an azacitidine total volume 125 ml go to 159ml with only 11ml flush infused. The infusion had to be stopped due to a bud time of 1211 and the timing of infusion going over that time. I was ready for drug at 1114, drug was marked complete at 1121 and with travel time to cru was started at 1132 with a bud time of 1211." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.